Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported undergoing a surgery on their back and opted to have their evoke scs system explanted during this procedure. The patient reported inadequate pain relief following evoke scs implantation. The evoke scs system was confirmed to be functioning as intended prior to the explant. The explant procedure was performed by a different physician, at a different facility than those involved in the original implantation.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section g - date received by manufacturer; type of report section h - manufacture date; evaluation codes the evoke scs system was discarded. The root cause of the inadequate pain relief cannot be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include inadequate pain relief following system implantation or over time, and the patient may require surgery (including revision, explant, and replacement) as a result.¿.